Event description:
It was reported that "it is alleged that the patient underwent trident ceramic on ceramic hip replacement surgery in 2004, and subsequently began to experience extreme pain, difficulty walking and squeakiness."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.